Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit held sustained positive pressure on a patient during a case. It was noted the drive gas check valve had just been replaced just before the failure. The unit was swapped out to continue the case. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The drive gas check valve was replaced, and the unit was returned to service.